Event description:
It was reported that a premium intraocular lens (iol) became dislocated even with the capsular tension ring (ctr) in their left eye. There was planned vitrectomy. It was learned that there was decrease in vision to 40/80. Original lens was then explanted and was replaced with an anterior chamber intraocular lens (aciol) non johnson and johnson iol. No patient post-op injury, no capsule tear reported. Patient noted to be good post-op. The explanted iol was discarded. No other information was provided.

Manufacturer narrative:
Section a4, a5 (ethnicity): unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.